Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was that a part of the material was chipped due to deterioration of the accessories and entered the air/water supply channel, leading to the blockage. The results of the component analysis indicated that the foreign material was an organic silicone material. The organic silicone material may have been a piece of rubber material used in endoscope accessories (packing for the air/water supply valve, tubes used for cleaning, and tubes for the water supply tank), but because of its wide range of origins, it could not be identified. The event can be detected/prevented by following the instructions for use which state: ¿"chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system in the operation manual.¿ inspection of the endoscope 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. It was unknown if there was a delay in the start of precleaning. It was unknown if the customer flushed the air/water nozzle with water and air. It was unknown if there were any abnormalities in the accessories used for reprocessing. It was unknown if the customer immersed the endoscope in the detergent solution. It was unknown if the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. It was unknown if the customer flushed the air/water nozzle with the detergent solution. The device was returned for investigation. During testing inspection of the returned device, it was found that the nozzle had foreign objects from insufficient cleaning. Additionally, due to clogging of the nozzle, air supply volume did not meet the standard value. Due to clogging of the nozzle, the water supply volume did not meet the standard value. Due to deformation of the electrical connector guide pin, water tightness was lost. An abnormal sound was made due to damage on the up/down knob. The up/down knob had a scratch. The lock engagement knob had a scratch. The lock engagement lever had a scratch. The light guide lens had discoloration. The objective lens had discoloration. The forceps channel port was shaved. The protector of the universal cord on the control section side had a scratch. The protector on the universal cord on the scope connector side had a scratch. The paint on the suction cylinder was peeled. The right/left knob had a scratch. The flexibility adjustment ring had a scratch. The switch button 3 had a scratch. The switch box had a scratch. The scope cover had a scratch. The universal cord had wrinkles. The universal cord had a scratch. The grip had a scratch. The suction cylinder was shaved. The control unit had discoloration. The electrical connector had discoloration due to water leakage. Adhesive on the bending section cover (a-rubber) had a chip. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. The scope connector had a scratch. The plastic distal end cover had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope experienced poor water delivery. The event was identified during inspection for use for the intended diagnostic procedure. The procedure was completed using a similar device. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign objects found inside of the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.